Event description:
The device was used during an unspecified procedure. Reportedly, the tensile strength was not up to the standard. The surgeon applied another product. The hospital reported that no pt injury had occurred.